Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no patient involvement.

Event description:
Case rear- damaged/cracked. Lvp 9.1.18 recall 2014- 06/06/2019 08:24:20 jovelyn martin (jobmarti) contact brian rowles biomedical tech #989-839-1811 <brian.rowles@midmichigan.org> 07/29/2019 06:05:52 lauryne wasan (lwasan) npi confirmed updated from rcl to mjr for the major repairs needed per myrna cruz, service tech. Repair declined by brian rowles, biomed, at brian .rowles@midmichigan.org for $365. Use new po# 837273-appr. 07/29/2019 06:10:42 lauryne wasan (lwasan) correction: repair approved by brian rowles, biomed, at brian.rowles@midmichigan.org for $365. Use new po# 837275-appr 08/16/2019 13:23:07 annette a mendez (amendez) 1001910572430004867000119242540375 12/18/2019 07:40:40 joseph kuhls (jkuhls) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.